Manufacturer narrative:
Initial reporter phone no.: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. It was reported that the patient was hospitalized and was treated with amikacin (168mg, discontinued, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was "discarded". It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.